Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the initial implant procedure for the pulse generator system, the patient began experiencing a heavy feeling and pain around his chest. The sensation did not resolve overnight and was still present during the post operation check up the next day. The right ventricular and atrial leads were then repositioned. The patient reported no further chest pain or heaviness post procedure and was discharged from the hospital.